Manufacturer narrative:
The device was evaluated and investigated at the manufacturing site. As a result of checking the device the probe was broken at 15 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. The broken probe tip was not returned. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. <<manufacturing record investigation>> the device history record for the lot indicated no anomaly with the event-related items below. Inspection ultrasonic output inspection appearance «conclusion summary» it is likely occurred the probe was broken by the following mechanism: activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. Kept doing activated output in the state described in 1). This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. Some load was applied to the probe and the probe broke. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a pharmacist that during a laparoscopic bypass using the subject device with vio300d, the probe was broken off about 1 hour after the procedure was started. The intended procedure was completed with another device. There was no patient injury reported.